Manufacturer narrative:
(B)(4). The event occurred in (B)(6).

Event description:
The customer complained of a blood glucose result from an accu-chek inform ii meter. The pediatrician thought the glucose result from an architect analyzer better matched the patient's condition than did the result from the inform. The glucose on the inform was 59 mg/dl. The glucose from the architect was 38 mg/dl. The time-frame between the blood samples is unknown. Iqc was in within range. There was no allegation of an adverse event. The serial number of the meter was requested but not provided. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. A specific root cause could not be identified. The test strips involved in the event were requested to be returned for investigation. The customer did not return the strips. As this complaint was reported by a pediatrician, if the patient was a neonate, galactosemia could be a potential cause of the elevated results. The package insert states blood concentrations of galactose >15 mg/dl will cause overestimation of blood glucose results. This potential cause could not be confirmed with the information available for investigation.